Manufacturer narrative:
A product development investigation was performed for the subject device (drill bit ø4.3 l280 f/324.007, part number 310.423, lot number 9524522). The subject device was returned with the complaint condition stating: 1 x part 310.423 / #lot 9524522 / drill bit ø 4.3mm, l 280mm, f/no. 324.007 the visual inspection has shown that the entire length (approx. 40mm) from the fluted tip section is broken off. The broken off portion was not returned. The ø3.5 of the shaft close to the breakage got measured. The measuring result does show conformity. The manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The used material was stainless steel 440 a per iso 7153 as required and the measured harness was with 53.1 ¿ 53.8 hrc within the specification of 52 +3/0 hrc. The broken surface is homogenous what indicates material conformity as well. Based on the provided information we are not able to determine the exact cause of this complaint. We only can assume that a mechanical overloading situation, for example metallic contact or lateral stress, has caused the breakage. Please also note; blunt drill bits require more mechanical power during the application, therefore we would like to draw your attention on page 4 in the leaflet ¿important information¿: check instruments for sound surfaces, and correct adjustment and function. Do not use severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces. Based on the manufacturing investigation results we conclude that the cause of failure is not due to any manufacturing non-conformances. 310.423 / 9524522 based on the provided information we are not able to determine the exact cause of this complaint. We only can assume that a mechanical overloading situation, for example metallic contact or lateral stress, has caused the breakage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Event date: unknown when device malfunctioned. Implant and explant dates: device is an instrument and is not implanted/explanted. Initial reporter phone number is unknown. A device history record review was performed on part # 310.423, lot # 9524522: manufacturing location: (B)(4), manufacturing date: 22. June 2015. No non-conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during cleaning process it was discovered that the stopper and the drill bit were broken. It is unknown where the devices broke. No patient involvement. This is report 2 of 2 for (B)(4).